Manufacturer narrative:
The medical center in the EU has returned the impella pump product and investigation of it is on-going at this time. Upon completion of the analysis a final report will be submitted.

Event description:
The medical team in the EU hada an impella 5.5 pump stop after just 4 hours of support. The pump was explanted and replaced. The second pump successfully supports the patient to date, now a month later.

Manufacturer narrative:
Since the initial report was filed, the investigation into the impella pump stop has concluded. The pump was returned and benchtop analysis discovered biomaterial was on and around the pump impeller. The ingested material stopped the pump. The failure mode will be monitored and trended.